Manufacturer narrative:
Corrections included replacement of the co's recommended batteries to be used with the panorama telepacks. Once new batteries were replaced, communication was reestablished and problem was resolved. As a preventative measure, all the panorama telepacks have been reprogrammed.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.